Manufacturer narrative:
(B)(4). It was reported the patient underwent transvaginal repair of rectocele and perineal defect on (B)(6) 2012. It was reported the patients pain has significantly improved since she had left sided partial excision of the sling in (B)(6) 2012. She reports occasional twinges of pain in llq, no vaginal prolapse, rectal problems, or problems with bowel movements, she denies any significant stress incontinence symptoms, but does have mild post void dribble. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and an unspecified mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent surgery on (B)(6) 2009 and a sling was implanted. It was reported that the mesh was surgically removed on (B)(6) 2012 due to leg and groin pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.